Manufacturer narrative:
No samples were received. We have no further complaints on the material/batch. We forwarded the complaint to our supplier from which we receive this product. According to their investigation and comments, a check of the batch documents revealed no deviations related to the reported error. Retain samples were tested. Testing consist of draw volume, additive concentration, and gel functionality. No irregularity could be observed. Therefore, the cause of the event cannot be determined. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.

Event description:
Customer states tubes that yielded 7->8.0 results on k+; were sent to quest for correlation and they got same. Asked if there was a recall on this lot informed customer there was no recall on this item. More information requested. The range of k+:(3.5-5.5mmol/l) the customer advised that the elevated critical k+ occured with 15 patients. No hemolysis interference was observed and no other results were affected. The results did not repeat when patients were redrawn. The customer stated that a fixed angle centrifuge was used and all tubes were allowed to clot 30min + proper fill before spinning. The never had the issue before. All tubes of f item 455071p, c201235e were pulled and discarded on day of occurrence so no samples can be provided.

Manufacturer narrative:
(B)(4). A date of the event could not be obtained from the customer. The information was forwarded to the supplier where we purchase this product from. As soon as we receive a result of their investigation, we will file a supplemental report.